Event description:
A hospital reported that stiffening ribs of a cosycot infant warmer had cracked. The cosycot weighed 280 lbs without the infant. It had ups, one oxygen tank, scale and other accessories. No pt consequence was reported.

Manufacturer narrative:
Replaced elevator base of the infant warmer. An investigation was carried out based on the event descriptions and results of previous investigations on similar complaints, as the complaint device has not been returned for evaluation. Results: cracks on the ribs of the elevator base of the cosycot infant warmer, due to excessive weight loading, is a known problem. Total weight of the device, including accessories and pt, exceeding 115 kg may, under certain circumstances, cause cracks in the plastic legs' base and damage to the base electric elevator mechanism. Conclusion: we have an open CAPA to address this issue. The corrective action, informing the user of the maximum weight for the cosycot infant warmer and to inspect the bases of their cosycots, is expected to be completed by end of may 2008. This corrective action has been notified to the district office under the reporting number.